Event description:
Information was received indicating that this syringe infusion pump exhibited a broken clutch. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. The returned device was examined; this showed that both the left and right plunger cases were broken with obvious physical damage. There was also chip damage to the top casing. The returned device was given functional testing; a clutch error occurred during the test. The physical condition of the device was determined to be consistent with damage during use.